Event description:
It was reported that a user experienced intermittent bluetooth communication loss between a dexcom g7 sensor and the ilet, with signal loss limited to the ilet and no impact to blood glucose readings; support guided the user to toggle dexcom g6/g7 settings, restart the ilet, and wait for pairing, and provided the sensor pairing code 4760. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the device¿s electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.